Event description:
The surgeon implanted a silicone lens model aa4204vp and noted a capsule tear. The lens was removed and a vitrectomy was performed. It was indicated that the incision was enlarged and sutures were needed. The surgeon stated the lens slipped into the vitreous and was unable to retrieve. It was noted the lens was left in the pt's eye and used another type of lens. It is unk if the device caused or contributed to the event.